Manufacturer narrative:
The serial numbers of the analyzers were (B)(6). The investigation is ongoing.

Event description:
There was an allegation of discrepant results with the kit cobas 58/68/8800 dpx 480t us assay for donor patient samples tested on 4 cobas 8800 analyzers. The primary pool of 96 (pp96) was b19 non-reactive. The manufacturing pool was b19 reactive.

Manufacturer narrative:
A full review of the customer's data was performed for all four cobas® 8800 instruments that were operating with the latest software. This evaluation revealed no anomalies or irregular data patterns. The investigation revealed no evidence of false-negative b19 results. Additionally, no product quality issue was identified.